Event description:
During index procedure after aspiration of thrombosis the patient had one resolute integrity drug-eluting stent successfully deployed at proximal lcx and a non-medtronic stent implanted at 1st obtuse marginal. The thrombosis remained and another resolute integrity drug-eluting stent was successfully deployed at the distal lcx. Good dilatation was confirmed by ivus. Approximately 12 days post index procedure patient was hospitalized and cag showed stent thrombosis and occlusion at distal lcx. Thrombosis was aspirated and lesion was dilated by balloon. Good flow was confirmed.

Manufacturer narrative:
Evaluation, results: (inherent risk of procedure) - stent thrombosis (no results available since no evaluation performed). Device not returned for evaluation. Evaluation, conclusions: inherent risk of procedure - (stent thrombosis). (B)(4).